Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 2032227-2014-45683.

Event description:
It was reported that the insulin pump had an up arrow button that got stuck. The blood glucose reading was 260 mg/dl, which was treated with a manual injection. The customer's mother stated that this was the second time experiencing this issue. No significant events leading to the keypad issues were observed. She also requested to return the device pouch, stating that the customer used the device around her waist and that it was what caused the issue. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No cosmetic damage noted.